Event description:
Customer reported that she was hospitalized about a month ago due to low blood glucose and allergic reaction to ants. Customer stated that her insulin pump keypad is sticking making the numbers scroll up and down. Customer stated that she programmed 10 units of insulin and the number scroll up to 100 units causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to flattened down arrow button. No display ramping on its own anomaly noted. Insulin pump received with cracked battery tube threads and reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.